Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified. Based on the analysis, the alleged occlusion alarm and alarm 1 issues were verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the customer received multiple cartridge alarms (alarm 1). Additionally, it was reported that an occlusion alarm occurred and an additional cartridge alarm (alarm 30). Customer's blood glucose was 170 mg/dl. Customer reverted to an alternate pump for insulin therapy.